Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The customer¿s blood glucose level was 525 mg/dl and 575 mg/dl. The customer called to get insulin pump settings done. The customer reported low blood glucose level such as 60 mg/dl and 66 mg/dl. Their blood glucose at the time of call was 135 mg/dl. The customer's low blood glucose was treated with glucagon injection. The insulin pump will not be returned for analysis.